Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she experienced pain and swelling at the ipg site following a previous motor vehicle accident. Reportedly, the patient was prescribed pain medication by her physician. Follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced. It is undetermined if the swelling continued or contributed to the lack of communication. Concomitant medical products and therapy dates : scs lead, model 3146: implant date: unknown; scs lead, model 3245: implant date: unknown.

Event description:
Follow-up identified the issue resolved with surgical intervention.